Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted cystectomy surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing, and it had no energy. The instrument was observed with a broken cable. A backup instrument of the same kind was used to complete the procedure with no patient harm. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.